Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4). Showed no other similar product complaint(s) from this serial number.

Event description:
Sales rep reported system has poor image quality.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of has poor image quality after the system was upgraded for a detachable probe was unconfirmed. The probe was evaluated with an in-house scanner and the model 550 phantom and the image was found to be normal. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. No other functionality issues with the equipment were found during evaluation/servicing. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number.

Event description:
Sales rep reported system has poor image quality.